Event description:
It was reported the sterility was compromised. The patient was undergoing a left atrial appendage (laa) closure procedure. A watchman access system (was) was selected for use. However, the was with the dilator could not be used successfully due to a compromise in sterility. A different was used to continue the procedure successfully. No patient complications reported.